Manufacturer narrative:
No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had continuous no external power alarms while attached to their mobile power unit (mpu). The mpu was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm wile connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted log files spanned approximately 7 days (17may22 ¿ 24may22 per time stamp). On 17may22 at 23:35, 18may22 at 16:18, 19:56,and 23:33, and 19may22 at 22:13 and 22:17, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. These events coincided with power cable disconnects alarms while connected to the mpu on 19may22 at 16:50 and 19:14 and 21may22 at 12:34 and 16:25 that activated due to rsoc voltage dropping below the expected voltage. The no external power alarm did not activate in these instances since the voltage did not drop low enough. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was run on a mock loop with a test controller and the reported no external power alarms were reproduced. The issue was isolated to a kink in the patient cable. A purchase order for the replacement of the cable was requested; however, it was not provided after multiple attempts. The unit was shipped to the customer unrepaired and labeled ¿not for human use¿. The root cause for the reported alarm was determined to be due to severe wire fatigue in the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate ii patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported when the patient connected the black controller cable to the mpu and disconnected the white controller cable from the battery, another no external power alarm was activated. The alarm went away once the white cable was connected to the mpu. The patient also noted that there were intermittent connect to power alarms when they used battery power; however, the alarm would turn off when the controller was repositioned. Related manufacturer report number for controller: 2916596-2022-11313.